Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.2., h.6.

Event description:
Healthcare professional reported "noticed capsule contraction post radiation. On the implant she noticed a flat area and tried to push it out but the implant would not resume its normal contour." Device explanted.

Event description:
Healthcare professional reported unknown side "noticed capsule contraction post radiation. On the implant she noticed a flat area and tried to push it out but the implant would not resume its normal contour." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h4, h6.

Event description:
Healthcare professional reported "noticed capsule contraction post radiation. On the implant she noticed a flat area and tried to push it out but the implant would not resume its normal contour." Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.